Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, while suturing through the tissue, the needle broke in two. The suture was cut and the needle fragment was retrieved. A competitor's product was used to resolve the issue. There was no patient injury.